Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during use. The following information was provided by the initial reporter: "consumer reported when taking his injection, only 7 units flowed out. Stated, he had to use a second pen needle to complete the remaining 3 units".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D.10. Device available for eval?: yes. Returned to manufacturer on: 25-may-2022. H.6. Investigation summary: customer returned one used and one unused 4mm, 32 gauge nano pro pen needles from lot 0336663. The pen needles were visually inspected prior to testing. The used pen needle was found to have a bent needle on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the used pen needle had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during use. The following information was provided by the initial reporter: "consumer reported when taking his injection, only 7 units flowed out. Stated, he had to use a second pen needle to complete the remaining 3 units"